Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate backup mode due to out of date firmware. Programming changes and a firmware update were performed to address the issue. The patient condition was stable.